Event description:
A report was received that the patient, who had recently undergone a surgical placement of scs, indicated that the target pain had been profoundly improved. However, this is complicated by a new pain syndrome in her right arm, and the patient also complained some numbness in the right hand and arm. It was known that during the surgical procedure, the patient was placed in a rather significant cervical flexion position to allow the leads to remain in place during a flexed position, which would occur on occasion following the surgery. When the patient returned to a full upright position, there was a small loop of lead the maneuvered into the right lateral recess at the levels c6 and c7. X-ray was taken and showed that the lead had migrated out over the nerve root, and the loop, the physician believed, caused the numbness. The patient underwent a revision procedure wherein the lead was pulled back a little bit to try to relieve the pressure on the patient's right-sided nerve root. The patient's status had improved postoperatively. However, the patient still reported numbness in the right hand/arm and sought consult from another surgeon for possibility of replacing the percutaneous leads to a paddle lead.

Manufacturer narrative:
Additional information was received that the patient underwent a procedure where the leads were replaced to relieve the pressure on the nerve root. The patient was reportedly doing well postoperatively. No device malfunction was suspected. The devices were not returned to bsn.

Event description:
A report was received that the patient, who had recently undergone a surgical placement of scs, indicated that the target pain had been profoundly improved. However, this is complicated by a new pain syndrome in her right arm, and the patient also complained some numbness in the right hand and arm. It was known that during the surgical procedure, the patient was placed in a rather significant cervical flexion position to allow the leads to remain in place during a flexed position, which would occur on occasion following the surgery. When the patient returned to a full upright position, there was a small loop of lead the maneuvered into the right lateral recess at the levels c6 and c7. X-ray was taken and showed that the lead had migrated out over the nerve root, and the loop, the physician believed, caused the numbness. The patient underwent a revision procedure wherein the lead was pulled back a little bit to try to relieve the pressure on the patient's right-sided nerve root. The patient's status had improved postoperatively. However, the patient still reported numbness in the right hand/arm and sought consult from another surgeon for possibility of replacing the percutaneous leads to a paddle lead.

Manufacturer narrative:
Additional information was received that an x-ray was taken after the lead was repositioned and showed an implanted lead at about the level from c3 to c4 and c5, with the wires going to the right at the lower cervical spine. It was also reported that the small amount of loop reduction in the procedure was unsuccessful at reducing the right arm radiculopathy. The patient was referred to another surgeon for replacement of the lead.

Event description:
A report was received that the patient, who had recently undergone a surgical placement of scs, indicated that the target pain had been profoundly improved. However, this is complicated by a new pain syndrome in her right arm, and the patient also complained some numbness in the right hand and arm. It was known that during the surgical procedure, the patient was placed in a rather significant cervical flexion position to allow the leads to remain in place during a flexed position, which would occur on occasion following the surgery. When the patient returned to a full upright position, there was a small loop of lead the maneuvered into the right lateral recess at the levels c6 and c7. X-ray was taken and showed that the lead had migrated out over the nerve root, and the loop, the physician believed, caused the numbness. The patient underwent a revision procedure wherein the lead was pulled back a little bit to try to relieve the pressure on the patient's right-sided nerve root. The patient's status had improved postoperatively. However, the patient still reported numbness in the right hand/arm and sought consult from another surgeon for possibility of replacing the percutaneous leads to a paddle lead.